Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handles confirm the tip of the device is broken off. The broken piece was not returned with the device. This device shows significant signs of wear/usage. A medical investigation was conducted and confirms per the complaint details, the tip of a 2.5mm fixed handle hex driver broke off inside of the patient during the procedure. However, it was reported the pieces were retrieved and the patient was not harmed. According to the report, there was no delay and the procedure was completed with a backup device; therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an unknown procedure, the tip of a 2.5mm fixed handle hex driver broke off. Patient was not harmed, this happened inside the patient. There was no delay and the procedure was completed with a backup device.